Manufacturer narrative:
Technician performed the investigation and checked the unit. Found that the siderails were latching as designed and could not find any issue with the product. Technician could not duplicate the alleged issue.

Event description:
Facility alleged that an incident had occurred on (B)(6) 2011 involving a pt fall from the bed. Staff were cleaning the pt, pt was on his right side with his left knee and lower body resting on the right siderail. Heard a pop and the siderail went down. Pt slide down slowly on his right knee. No pt impact, no injury reported.